Event description:
It was reported that during an unspecified procedure, a balloon burst occurred. The location of the lesion, percent of the stenosis of the lesion, degree of calcification and vessel tortuosity are unknown. The sterling 8mm x 40mm balloon catheter was advanced to the lesion, however, the balloon burst on an unspecified inflation at unknown atms. It was noted that the balloon was removed intact. It was not known how the procedure was completed. No pt injuries or complications were reported. The patient's status is reported as "ok."